Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood past the injection port. The following information was provided by the initial reporter, translated from french to english: "I am reporting a problem reported by an anaesthetist on the venflon catheters ref 393226 lot 9354571p47 : " reflux of blood through the injection site after injecting just once inside with heavy bleeding... ", unfortunately the anaesthetist did not keep the catheters concerned."

Manufacturer narrative:
H6: investigation summary. One photo showing the top web of batch 9354571 was received by our quality team for evaluation. As there was no sample or photo showing the defect provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# 1379444 has been initiated to address the issue. However, as no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood past the injection port. The following information was provided by the initial reporter, translated from (B)(6) to english: "I am reporting a problem reported by an anaesthetist on the venflon catheters ref 393226 lot 9354571p47 : "reflux of blood through the injection site after injecting just once inside with heavy bleeding...", unfortunately the anaesthetist did not keep the catheters concerned."